Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the detached distal end, it is likely that the following led to the malfunction: stress problem; cause traced to component failure. Regarding rust around the lens, it is likely that the following led to the malfunction: degradation problem; cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cysto-nephro videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that the objective lens has rust around the lens, and the distal end was detached. There was no patient involvement.